Event description:
It was reported that the ventilator had deviation in the values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. Review of the device's logs confirms that the issues during ventilation occurred. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as peep high, expiratory minute volume: low, paw high, vt insp. Overrange and inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Review of the logs confirmed that prior to ventilation and reported issue - successful pre-use check was performed on (B)(6) 2024 at 10:57:12. According to the technician the pre-use check successfully passed during check up of the device at (B)(6) 2024 at 09:49:23. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator. The source of the issues is unknown. The cause of the reported issue has not been determined. A correction of field # b3 date of event was required. B3 ¿ date of event - previous date of event: 07/26/2024, corrected date of event: 07/25/2024.

Event description:
Manufacturer's ref. #: (B)(4).